Event description:
According to a report from the patient, "two catheters have what appears to be a small black wire sticking out of the tip. The first one was inserted and did cause slight bleeding."